Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to change the humidification type on the ventilator to heat moisture exchanger (hme) and re-test. The customer was also advised to confirm with clinician that humidification was in use. The customer informed covidien, now medtronic, that the ventilator is now back in use.

Event description:
It was reported that the 840 ventilator was showing low exhaled volumes while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.